Manufacturer narrative:
(B) (6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous coronary transluminal angioplasty (ptca) procedure, a stent damage occurred. The lesion was predilated with a maverick balloon. The physician could not cross the lesion with a 4.0x12mm liberte bare stent. The lesion being treated is unknown. After the device was removed from the patient's body, the physician noticed the stent strut was damaged. The procedure was successfully completed with another of the same device. No patient complications or injuries were reported. Patient's condition listed as "fine".